Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging was she was unable to perform a blood glucose test due to her onetouch ultra2 meter displaying a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began a few months ago sometime in the evening, (exact date/time unknown). She reportedly attempted to test on the subject meter and it was displaying a battery indicator message. The patient informed the cca that she manages her diabetes with oral medication along with diet and exercise and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed that at an unknown time two days later she developed symptoms of "shaking and headaches." Despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the use and age of the meter, a battery replacement was needed but the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.